Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The battery cap, battery tube, and battery spring were visually inspected and no damage found. Also, no corrosion was noted inside the battery tube. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.

Event description:
It was reported that the customer had high blood glucose levels of 13.2 mmol/l. The customer reported that they are having difficulty removing the battery cap on their insulin pump. The customer reported being able to remove the battery cap and change the battery. The customer reported a failed battery test alarm from the insulin pump after installing a new battery. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. The customer reported that the metal thing appears damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that the battery compartment was damaged and corroded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.